Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving morphine (unknown, 25 mg/ml, 1.22 mg/day) via intrathecal drug delivery pump for non-malignant pain. It was reported that the empty pump alarm was occurring. The hcp would like to permanently shut off the pump due to elective abandonment of therapy and would like to silence the alarm the day of this report. They were aware that they would need to fill out the reservoir volume in order to get the tabs open, however knowing there would not be any drug in the pump. There were no reported symptoms. No further complications were reported.